Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 24 days after the implant of this mitral annuloplasty ring, a permanent pacemaker was implanted due to sick sinus syndrome, tachycardia-bradycardia syndrome and atrial fibrillation (afib). No additional adverse patient effects were reported.